Manufacturer narrative:
The zoll catheter was returned to zoll on 01/03/2018 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
The patient was inserted a quattro catheter without issue and received ivtm treatment. Approximately 3 to 6 hours into cooling phase, leak was discovered in the condensate pan. The thermogard console (sn (B)(4)) was switched off and the airtrap sensor was dried out. The leaking start-up kit (suk # 1) was replaced, the console was successfully primed, and connected to the quattro catheter. Several hours later, the saline bag was found to be empty, and blood was noted in the suk tubing. After receiving instructions from the manufacturer's clinical field specialist, the user exchanged to another quattro catheter and another suk (suk # 2). No known impact or patient consequence was reported. This references the report of suspected catheter leak. The investigation result of the thermogard console (sn (B)(4)) is referenced under (B)(4), MFR 3010617000-2018-00065).

Manufacturer narrative:
The reported event was confirmed during functional testing of the returned quattro catheter (lot # 70107). Visual inspection of the catheter upon receipt revealed no abnormalities. All lumens flushed as intended. The catheter was functionally tested by connecting to an inflation device, capping the "out" luer and connecting the "in" luer to the pressure inflation device. The catheter was pressurized and a pinhole leak was observed at the proximal end of the medial 2 balloon when pressure was increased to 35 psi. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the quattro catheter with lot # 70107. During manufacturing, all catheters are 100 % inspected for leaks. In addition, extension tubing is also 100% tested for leaks. Only units that pass the testing are moved to the next process. Thus, it is likely that either a latent deformity in the balloon that may have caused eventual leak under pressure, or the balloon may have seen higher stress during inflation.